Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.

Event description:
Info was rec'd that reported a pt was hospitalized in 2006 due to hyperglycemia. The reporter stated she changed her set, site, and insulin cartridge at 0530 the previous day. At 0730, her blood glucose was 188, at 1130, she was at 596 and was feeling ill; she took a correction bolus via the pump. At 1230, she was measuring as "hi" and again took a correction bolus via the pump. At 1330, she was still "hi" and tried corrections via an injection. The next morning, she continued to read "hi" and changed her set, site, and insulin cartridge and called for the ambulance. At the hosp, she was admitted and treated with insulin injections and IV fluids. At the hosp, she was also diagnosed and treated for a urinary tract infection. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incident, but as of the date of this report had not been returned for eval.